Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited an alert message indicating that battery replacement indicator had been reached on (B)(6) 2000, and that remote monitoring was disabled. Technical services (ts) was consulted, and data analysis identified potential high impedance within the battery. Device replacement was recommended. The physician opted to explant and replace this device. No additional adverse patient effects were reported. This device has not been returned.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a behavior consistent with a high battery impedance, which put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to enter safety mode operation to maintain back-up pacing with pre-defined settings. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade family pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited an alert message indicating that battery replacement indicator had been reached on january 01, 2000, and that remote monitoring was disabled. Technical services (ts) was consulted, and data analysis identified potential high impedance within the battery. Device replacement was recommended. The physician opted to explant and replace this device. No additional adverse patient effects were reported. This device has not been returned. Additional information was received indicating that the device entered safety mode, causing the patient to experience diaphragmatic stimulation and discomfort. No additional adverse patient effects were reported. This device has not been returned.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited an alert message indicating that battery replacement indicator had been reached on (B)(6) 2000, and that remote monitoring was disabled. Technical services (ts) was consulted, and data analysis identified potential high impedance within the battery. Device replacement was recommended. The physician opted to explant and replace this device. No additional adverse patient effects were reported. This device has not been returned. Additional information was received indicating that the device entered safety mode, causing the patient to experience diaphragmatic stimulation and discomfort. No additional adverse patient effects were reported. This device has not been returned.